Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that main insulation tube was damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
The prograsp forceps instrument was returned without a reported failure mode.